Manufacturer narrative:
This device was not returned for inspection but rather was discarded at the hospital. No more info is known at this time. If more info becomes known, an update to this report will be done.

Event description:
Pt underwent an alif with an alif with a unilateral mis posterior fusin surgery on (B)(6) 2015. (B)(6) post operatively it was discovered that one of the set screws that locked the spinal rod in place had come loose. The surgeon operated on the pt and replaced this set screw.